Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose was 121 mg/dl. Customer stated that they noticed that the audio of insulin pump was not working. Customer stated that they did not hear beeps when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.